Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached error. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair. Event history log showed persistent error of cassette not properly attached. Functional test confirmed primary complaint. Replaced latch flex cable. Device recognizes cassette attachment. Performed testing and device passed all test criteria.